Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify communication anomaly due to critical pump error (open book image) alarm. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had some issue. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
The narrative summary has been updated which is included in this report.

Event description:
Information received by medtronic indicated that the insulin pump was not uploading to carelink. The customer¿s husband stopped using insulin pump for few months and when his physician asked him to get back to the insulin pump, they wanted to upload data from it. They also reported that the physician and trainer could not do so using multiple usbs and computers. Physician reported that there was nothing wrong with usb and computer and they wanted to change the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.